Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 13, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod advanced to a lens that was stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was removed from the cartridge and cleaned. The lens was torn into two pieces, and was scratched, and damaged. Additionally, one haptic was detached. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to dec 23, 2025. D6a: if implanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted. Section d6b: if explanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. The extent of patient contact is unknown. No further information was provided.